Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported broken keypad which was reproduced. The reported condition was verified. Visual inspection determined 7, 8 and 9 keys were not functioning. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.